Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 3830 implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Due to an occlusion no changes have been made and the rv l ead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv lead was explanted.